Event description:
It was reported that the collimator iris on the 9800 system is too large. It was noted that the system presented a potentiometer error at boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator and repaired the collimator connector. The system was tested and found to be working as intended and placed back into service.